Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure to implant a 20 mm sapien 3 ultra resilia valve, there were major vascular access complications that needed multiple esheaths. It was noted that the stick was too steep and that there was tortuosity of the patient's access vessels. While advancing the first delivery system into the first esheath, valve and delivery system became stuck in the esheath. The patient had a large pannus and the angle of the esheath was acute. Push force was excessive and when the c-arm was panned down, it was noted that the distal tine of the valve was bent and poking through the esheath. The esheath was kinked and perforated. The system was removed as a single unit. When pulling out the system, the valve was pulled off of the delivery system and was in the subcutaneous tissue. A clamp was used to pull on the proximal portion of the stent frame to get it out. Upon removal, it was found that the seam of the esheath was split. Another valve was prepared but when removing the previous device, a major vascular complication was observed, leading to emergency surgery. A stent was placed in the external iliac and the common femoral was repaired via open incision. A blood transfusion was required. The tavr procedure was aborted. The patient was in stable condition and discharged home the following day. The patient was brought back and had the valve successfully placed on the left side.